Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones and upon interrogation premature battery depletion was observed by the clinic. A change out procedure was scheduled. On the day of the procedure the s-ICD was explanted and replaced. High impedance measurements of 190 ohms were seen for the electrode that were not previously noted. The electrode impedance was tested with the new device and yielded 200 ohms. Subsequently the electrode was also explanted and replaced due to a suspected fracture. The impedance with the new electrode and new s-ICD was 80 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, it was noted that the complete electrode was returned intact and not severed. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-ray and microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones and upon interrogation premature battery depletion was observed by the clinic. A change out procedure was scheduled. On the day of the procedure the s-ICD was explanted and replaced. High impedance measurements of 190 ohms were seen for the electrode that were not previously noted. The electrode impedance was tested with the new device and yielded 200 ohms. Subsequently the electrode was also explanted and replaced due to a suspected fracture. The impedance with the new electrode and new s-ICD was 80 ohms. No additional adverse patient effects were reported. The electrode was returned for analysis.